Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in system initializing, the site attempted to reboot the mobile view station (mvs) and image acquisition system (ias) while connected and that was unsuccessful. When the site called in it was recommended that the site reboot with the mvs and ias disconnected and wait until the system was fully powered on to connect them. The site connected the two when the ias was in standalone mode and the mvs was able to input the patient information, initially the ias did not proceed past standalone mode, after 30 seconds to a minute the system proceeded into normal function. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported issue could not be determine a software issue without further information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in system initializing, the site attempted to reboot the mobile view station (mvs) and image acquisition system (ias) while connected and that was unsuccessful. When the site called in it was recommended that the site reboot with the mvs and ias disconnected and wait until the system was fully powered on to connect them. The site connected the two when the ias was in standalone mode and the mvs was able to input the patient information, initially the ias did not proceed past standalone mode, after 30 seconds to a minute the system proceeded into normal function. No patient was present at the time of the event.